Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was an "overvoltage error" and "filament regulator failure" errors presented. The system was able to continue to do normal fluoroscopy, however vascular imaging was unable to be performed. There is no report of a pt injury or death associated with this event.